Event description:
Pt had custom lasik ou (both eyes) with intralase on (B)(6) 2010. At her (B)(6) post-op striae / moved flap was noted in left eye. Striae repaired vasc (B)(6) 2011 20/25 ou - spk (superficial punctate keratitis) present added ung (ointment) hs (hora somni = at bedtime), continue with refresh bid (bis in die=twice a day) to qid (quater in die=four times a day) to support dryness.

Manufacturer narrative:
(B)(4). Eval: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. Fse performed preventive maintenance on unit. No issues were found with equipment.